Event description:
It was reported that a loss of therapeutic effect occurred. Also, the pt had a urinary tract infection and was placed on antibiotics for the infection. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).